Event description:
During a six month follow-up, the mid portion of the previously implanted cypher stent was noticed fractured under fluoroscopy and diagnostic angiogram showed focal, significant, concentric stenosis at the fracture site. The fractures segment was treated with a 2.75x32mm taxus stent. Post-stenting angiogram showed excellent results. The pt was initially admitted for a procedure with resting angina. The pt underwent a percutaneous coronary intervention, to the mid left anterior descending (lad), using a 2.5 x 33 mm cypher stent that was implanted at 12 atm with good angiographic results.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This female experienced stent fracture leading to restenosis post-implantation of a cypher stent. Medical history included hypertension and diabetes. One 2.5/33mm cypher was originally implanted in the mid lad at 12 atm "with a good angiographic result". At the 6-month follow-up, the mid portion of the stent was found fractured and there was "focal significant concentric stenosis at the fracture site". Treatment included implantation of a taxus stent; a "final excellent result" was noted. The event was discovered upon literature reviews; no additional clinical details were available. The product was not returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events, but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Restenosis is a potential adverse event associated with coronary artery stenting. Patient's who are known to be at high-risk for restenosis include those with diabetes and long lesions. Review of the available info suggests that vessel/lesion characteristics and pt factors may have contributed to these events.